Manufacturer narrative:
Brand name: corrected to unk in original MDR. Common device name: corrected to unk in original MDR. Claim#: (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. Implanted (B)(6) 2018. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that the doctor had a patient complication as a result of his first day of surgical cases. A female patient had an iris complication which led to having sever glare and haloes in vision.